Event description:
Hcp reported patient presented june 2002 with signs of an infection of the lead track. This includes incisional wound opening. Cultures of the lumbar region was obtained. Staph coag positive was the organism cultured. Patient does not have meningitis. The patient was treated with IV antibiotics and total device system explanted in 2002. The device was not returned to the manufacturer for analysis. Hcp reported patient's infection is resolved. Hcp states patient risk factor includes malnutrition or extremely thin. Hcp reports patient was implanted with a new device in 2003 and no problems to date.